Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited non capture and, under x-ray, appeared to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.